Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, gore recommends approximately 10-21% device oversizing relative to the aortic vessel. For the 26mm trunk-ipsilateral leg component, the intended aortic inner diameter is 23-23mm.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat a right common iliac artery aneurysm. A final procedural angiograph reportedly showed no issue to the patient, and the procedure was concluded. On the same day, follow-up imaging reportedly revealed the ipsilateral leg (rlt261416j/17210871) was compressed at the terminal aorta. According to the report, the patient¿s aorta just proximal to the iliac bifurcation measured 21.7mm x 20.4mm in diameter. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby a bare metal stent was implanted for the repair. Device patency was restored and the patient tolerated the procedure.